Event description:
It was reported when emptying the pump for a refill procedure, the actual residual volume (20ml) was the same as the previous refill volume. A pump roller study excluded a motor stall. It was also impossible to aspirate from the catheter access port. The patient was scheduled for surgery. During the surgery, the spinal portion of the catheter was disconnected from the rest of the catheter. There was no csf backflow from the spinal segment. A single bolus was programmed. There was no flow seen at the tip of the pump segment. Initially it was also impossible to inject into the catheter access port. It was only possible by pushing hard on the syringe. The physician attempted to disconnect the catheter from the pump but found it was stuck. The surgeon decided to replace the pump and catheter. The system was then working fine. No patient symptoms were reported. The drug used in the pump was baclofen (dose and concentration unknown).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.